Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was set according to the procedure, however, the seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation of a coronary artery bypass procedure, hs iii proximal seal was set according to the procedure, however, the seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
To reflect the correct updated information. From "activation problem" to "fitting problem". (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The tension spring assembly is observed to be in the delivery tube. Also the seal is observed to not be properly loaded into the tube while the delivery device is in the loading device. The delivery device was taken out from the loading device for inspection. The seal and tension spring assembly remained inside the loading device window. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was confirmed.